Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) due to a charge time measurement of 24.6 seconds. The monitoring voltage was 2.56 volts. It was reported the patient has an infection that began with a urinary tract infection and a device replacement procedure planned to be delayed to allow for the infection to clear. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.